Manufacturer narrative:
Additional information: the device was received for evaluation. Visual inspection was performed and a cut in the patient line tubing approximately one and half inches from the patient connector was identified. Functional testing including leak testing, clear passage testing and clamp function testing were performed; leak testing failed due to a leak through the cut in the patient line. A review of the event history log of the customer's machine confirmed a low priority 30176 alarm occurred caused by the hole in the tubing.the reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority (max air exceeded)/max air in line alarm occurred on an amia automated pd system during peritoneal dialysis therapy. This alarm occurred during fill one while the patient was connected. During troubleshooting, the patient reported that the patient line of an amia cassette had a slit or puncture resulting in a leak. The leak was described as "close to the connector to the transfer set on the patient line." The patient line connector had no visible defects or leaks. It was noted that the patient used scissors to remove the cassette from the bag. Renal therapy services (rts) assisted the patient with removing the supplies and reviewed proper procedures per the user manual. The patient would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.